Event description:
Customer reported via phone call to have received a failed battery test and then received a blank display screen. Customer's blood glucose was 155 mg/dl. After troubleshooting, display screen did not return. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was monitored and for blank display anomalies, no anomalies were noted. The insulin pump powered up properly after battery installation. The insulin pump as received with operating currents within specification. No failed battery test noted. The insulin pump was received with minor scratches on the lcd window and missing end cap sticker.